Manufacturer narrative:
The hakim valve was not returned for evaluation, however, a photo was provided showing the device at setting 30mmh2o, but it could not be confirmed if the valve would not program.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d1. D2a, d4, g3, g6, h2, h3, h11 device history record (DHR) update - review of the history device records was not possible as the lot number is unknown. Product code 82-3148 UDI:(B)(4).

Event description:
A physician reported a hakim valve malfunction. The patient's medical history included surgery 8 months ago. On an unknown date, the patient had visited the hospital for reprogramming of shunt, and during the reprogramming of the shunt, the pressure at the xray was seen to 30 instead of 90 and the reprogramming was done twice for 90 but the pressure setting was showing 30. At the time of the reporting, the outcome of the event malfunction of shunt was unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.